Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy. The lead had fractured and migrated. As a result, surgical intervention was undertaken to explant and replace the system on (B)(6) 2026.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.